Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore  consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 500 mg/dl. The customer took an injection and stated that when he took out the infusion set out, the cannula was gone. The customer's blood glucose was 250 mg/dl this morning after changing the infusion set. It then went up to 500 mg/dl. Customer does not believe the cannula got stuck inside his body. Troubleshooting was not performed. The product was not returned for analysis.

Manufacturer narrative:
The information provided in section a4 was incorrect with the initial report. The correct information has been provided with this report.